Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced leaks on the insulin pump. The customer's blood glucose reading was 75 mg/dl. The customer confirmed the amount of insulin left matches the amount actually left in the reservoir. The customer also confirmed that the bolus history was correct. The customer stated that he noticed the insulin ran out after a day. The product was not returned for analysis.